Event description:
#Medwatcher #(B)(4). Suddenly I started having pregnancy symptoms and did not have a period for 1 1/2 - 2 months. Then I started cramping awful like I was having a miscarriage, it felt like contractions. Ever since then I have a lot of pain when I start menstruating. There are now time when I'm late and I have had 3 times where I was experiencing pregnancy symptoms and even had a positive test in (B)(6) 2014 (6 months after essure was implanted). Menopause symptoms like hot flashes and moodiness. Extreme hunger after ovulation. Weight loss. Ibs symptoms: I have always been regular (1-2 bowel movements daily) until essure; now I go 2 weeks without having one and then suddenly have severe hour flashes, stomach cramping (I literally felt my intestines twisting when I pressed my hand down on my lower abdomen) then finally everything that could not come out for two weeks got emptied out and then I had diarrhea. It's awful, I can't live like this and especially knowing that there was a baby and this awful device killed it. Yes, (B)(6) paid for it and doctor (B)(6) in (B)(6) put it in. No I don't have any other medical conditions.